Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00160 (ugyka).

Event description:
Procedure: anterior and posterior repair with avaulta grafts. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.